Event description:
It was reported that an alert was triggered and the patient went to the emergency room. The right ventricular (rv) lead had high impedance and was fractured. It was also reported that the rv lead was tied in a knot with the right atrial (ra) lead, and the suture was not on the suture sleeve. The rv and ra leads were explanted and replaced. The patient is enrolled in the system longevity study (sls). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  Product event summary: the full lead was returned, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant product: 5076-45, implantable pacing lead, (B)(6) 2009. (B)(4).